Event description:
On november 10, 1999 holding forceps broke during surgery on the pt's foot. During a post-operative visit it was noticed, by x-ray, that the broken piece of the forceps remained in the pt's foot. The piece was removed in 2000.